Manufacturer narrative:
(B)(4) other devices used: catalog #00597206535, nexgen all poly patella, lot #61716012. Catalog #00596401651, nexgen lps-flex femoral component, lot #61672255; manufactured at zimmer biomet inc., (B)(4). Catalog #00596204012, nexgen lps-flex prolong articular surface, lot #60923387; manufactured at zimmer biomet inc., (B)(4). This report will be amended when our investigation is complete.

Event description:
It was reported that the patient is experiencing pain, shifting of the knee and the knee locking up.